Manufacturer narrative:
Biomérieux investigation was conducted. The high results obtained by the customer with vidas® toxo igg ii do not impact interpretation of the sample status. The customer's samples show a high rate in toxo igm. As indicated in the package insert : "samples with high anti-toxoplasma igm titers may affect dilution test results." Review of the corresponding batch qc records indicated no anomalies identified. The product performed in accordance with specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported on (B)(6) 2015 an invalid vidas toxo igg ii result. Customer sample (B)(4), results were invalid with rfv >2000. Results for a second patient (B)(4) also tested invalid. Customer stated two patient results were affected, incorrect results were provided (under estimated), no patient harm was reported and results were delayed.